Event description:
Received a report indicating consumer sought a medical examination as a result of the cover of a tampon pledget discharging "after an extended period of time" after removal of the tampon pledget. Consumer has been using both regular and super tampons.